Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the duodenovideoscope had burnt c-cover, peeling of adhesive around light guide lens, a gap is observed at the bonding area of the c-type and peeling of coating around forceps elevator lever. There was no patient involvement.